Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm. He changed the battery and it was working for a while, but then it started getting the battery errors again, and the buttons would not respond. The customer changed the battery again and the display remained blank. The customer confirmed the time was advancing and none of the buttons worked prior to the blank display. He had tried multiple batteries and the display did not return. The insulin pump was not dropped, bumped or exposed to moisture and there was not damage or corrosion. It was advised that to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis. Customer's blood glucose was 152 mg/dl.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit alarm noted. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.